Event description:
Customer compared fasttake meter (within 10 min) to the lab. The fasttake read 117 mg/dl. Customer could not confirm whether the lab reading was mg/dl (22% difference) or 160 mg/dl (27% difference). Customer reportedly increased the daily dosage of glucophage from one pm dose to two daily doses (an am dose and a pm dose). No symptoms were reported. There was no allegation of harm.